Manufacturer narrative:
Returned device was received with a cracked right plunger case and battery door. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that smiths medical medfusion pump had a force sensor not working. No adverse patient effects were reported.